Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they turned the implantable neurostimulator (ins) off, but the battery still appeared to be draining faster than expected. The ins battery level dropped from ¾ to ¼ in two days. The indication for use was spinal pain. No patient symptoms reported.